Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high when testing with control solution and inaccurately high compared to another device (unknown meter) and compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that at an unspecified date and time the patient obtained what he felt was an inaccurate high result of 433 mg/dl with the subject meter compared to an unspecified result obtained on another device. The time between the tests was not provided. Lifescan cannot confirm any inaccuracy from the data provided. The reporter also stated that on (B)(6) 2017 at 4:45 pm the patient obtained control solution results of 126 and 127 mg/dl which fell above the accepted range printed on the test strip vial. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen as a result of the alleged inaccuracy issue. The reporter claimed that on (B)(6) 2017 at 5:55 pm the patient developed symptoms of feeling "shaky and nervous". It was not reported is the patient received any medical treatment due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Troubleshooting revealed the patient was not using the correct control for the reported device. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.